Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the supplemental MDR, after submission of the initial and supplemental MDR, product was received on 12/18/2025 and it was determined this complaint is not reportable per corpft-140202.

Event description:
Subsequent to the initial MDR, a correction was updated on 12/18/2025. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into an off-label insertion site, on 11/30/2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.